Event description:
It was reported that the device would not power up in battery or charge the battery when plugged into ac. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up in battery and would not charge the battery when ac was plugged in. Physio replaced the power supply module and then observed proper operation through functional and performance testing, further testing of the pcba observed a failure of filter, designator, fl4.